Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 12, 2022 indicated that the patient underwent bilateral replacements as follow: left; cat#:3505650bc, sn#:(B)(6) right: cat#:3505650bc, sn#:(B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 500cc breast implant experienced bilateral capsular contracture unknown grade post procedure. The patient stated that wrinkles are in both her breast. The doctor stated the capsular contracture was on both sides but not too certain. As a result, patient scheduled for bilateral replacements with mentor silicone implants on (B)(6) 2021. This report relates to the left prosthesis.